Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "over exposure to ozone resulting in product degradation / inadequate material selection ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone." "Visually inspect the product for any imperfections or surface deterioration prior to use." H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the pinhole on the catheter tubing close to the valve and the user experienced the same issue before. The patient had put glue over the hole as they were at home with the catheter leaking and then the catheter was changed in the department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the pinhole on the catheter tubing close to the valve and the user experienced the same issue before. The patient had put glue over the hole as they were at home with the catheter leaking and then the catheter was changed in the department.